Event description:
Add'l info indicated that the suture was used in continuous fashion for fascial closure in a laparotomy procedure. The suture broke in the knot following an episode of deep coughing. Reoperation was necessitated.

Manufacturer narrative:
No samples were returned, so we evaluated retained samples from the same lot. The samples were tested for knot pull tensile strength and in vitro analysis. Knot pull strength testing satisfied requirements and in vitro testing was unremarkable. Co searched the records for other complaints against this lot and found none. It was reported, the sutures broke after the pt experienced an episode of deep coughing. Due to the quality of test results, it is co's opinion that the coughing episode contributed largely to the wound dehiscence reported. This appears to be a completely isolated event.